Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed symptoms of rash, redness, itching, burning, inflammation, pimples, drainage, blisters, and dry skin under the entire area of the sensor patch. The patient also reported that she retained a scar at the affected site. The skin reaction was treated with over-the-counter topical cortisone cream. No additional event or patient information is available.